Event description:
2 at/af (atrial tachycardia/atrial fibrillation) episodes ongoing since (B)(6) 2023, suspected atrial under-sensing. Unable to obtain weight, no verbal report. 2 at/af episodes ongoing since (B)(6) 2023, suspected atrial under-sensing. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).